Manufacturer narrative:
Combination product: yes. (B)(6) 2025 lead explanted. Additional information, fracture noted. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise reported along with the high shock impedance. Dr. Costa requested device therapy to be programmed off and patient will be discharged with a life vest to return for a lead extraction and new lead at a future date. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025, lead explanted. Additional information, fracture noted. Upon receipt, the lead under complaint was found cut 13.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment. Additional cuts into the insulation were found 42.5 cm proximal to the lead tip. These cuts probably occurred during the surgery. The insulation was found rubbed through and the conductor cable leading to the ring electrode fractured in the distal end region of the distal fragment. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The rv shock coil and the insulation between 31 and 27 cm proximal to the lead tip as well as between 19.5 and 17 cm proximal to the lead tip were found covered in fibrotic growth. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.